Manufacturer narrative:
One ionic generator was received into the lab for analysis. Visual inspection found all labeling and input/output connectors to be free of physical damage. The device was successfully powered on and the log files were reviewed for the reported event date. Several events of impedance errors were found over the 4 sessions that day. The device was connected to a test box and the device was functionally tested. The device functioned normally during testing and no abnormalities were seen. Product testing was unable to reproduce the event and the device functioned normally during evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the cause for the reported event was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Event description:
During preparation for a procedure, after the patient was prepped, the generator was unable to go to lesion after motor testing. There was a message that read, "grounding pads not connected". Three different grounding pads were attempted and all connections were ensured, but the error message persisted. The patches were moved to different areas on the patient¿s body with no resolution. The system was rebooted three times, but the issue persisted. The procedure was unable to be completed. The generator was exchanged to resolve the issue. There were no adverse patient consequences.